Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis ipp experienced difficulty inflating the device, as the pump was too hard to compress. Both the patient and the physician noted that it required the use of both hands and extended time to inflate the ipp. The device was explanted. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Correction to field h6: device codes. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed no damage or abnormalities were found, passing the test. Leakage testing was performed, and pump passed the test. Functional testing was not passed due to pump not passing inflation test 1 and 2. Based on the information available and analysis results, the mechanical issue and difficult to inflate condition was most likely determined to be the pump not passing inflation tests 1 and 2 from the functional test performed. A conclusion code of cause traced to component issue was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis ipp experienced difficulty inflating the device, as the pump was too hard to compress. Both the patient and the physician noted that it required the use of both hands and extended time to inflate the ipp. The device was explanted. No patient complications were reported.